Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient injury.